Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The devices were mailed in a return mailer the morning of the initial report. When asked if the cause of the impedance and stimulation issue was determined, the rep said the problem was caused because the ins was flipping inside the pocket which then led to the lead becoming more and more twisted as it flipped. Due to the lead twisting, the rep and hcp believe it pulled out of place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1pcc6, implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial#(B)(4)) and lead (lot#va1pcc6). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-feb-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a "manufacture" representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient saw their healthcare provider (hcp) and said their symptoms returned and they no longer felt stimulation on all electrodes when they increased stimulation to 8.5v. The environmental/external/patient factors that may have led or contributed to the issue was the "patinet" lost sixty pounds since implant. During replacement surgery, it was observed that the device had been turning inside the pocket. It was also observed that the lead was twisted so tightly that it had pulled out of place. The diagnostics/troubleshooting performed included an impedance check at 2.0v and 330 pulse width (pw). All electrode combinations using case were greater than 4000 ohms. Combination 0 and 3 showed less than 50 ohms. As a result of what was reported, the lead and ins were replaced; return of both products is expected. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1pcc6, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) passed all testing in the laboratory and no anomalies were identified. Analysis of the tined lead, 3889-28, interstim, us 28 cm (lot#va1pcc6) identified that the outer insulation of the lead was twisted. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.